Event description:
Report rec'd of a nondelivery of tpn with lipids. The pump was programmed to deliver 1052ml over 10hrs with a one hour taper up and a one hour taper down. Two homecare nurses initiated the tpn, placed it in the back pack and programmed the pump at 7:00pm. The nurses stayed in the pt's home for one hr and confirmed that the solution was infusing. The following morning the tpn solution bag was full, but the pump display indicated that the solution had infused and was completed. The nurse stated that the pump did not alarm. The customer replaced the pump and reported that the pt did not have any adverse effects and the pt's IV access remained patent. The customer stated "there was nothing wrong with the pump. The nursing agency did not place the bag of tpn correctly into the pack, and the area by the spike proximal to the pump was occluded."